Event description:
It was reported that the pt received an alloclassic / durom hip replacement on (B)(6) 2007. It is noted that the pt presented increased pain and higher than normal ion levels on october 2012. The plain radiographs showed substantial lysis around the proximal femoral stem and no abnormality of the acetabulum. A revision surgery is planned for (B)(6) 2012.

Manufacturer narrative:
The device has not been returned to the manufacturer as the pt has not been revised. The reported of this complain is not certain if the device implanted is a zimmer product. Zimmer is following up on this case and an up-dated report will be submitted when additional information is received. (B)(4).